Event description:
It was reported that an unspecified device failure occurred during suture placement using four proglide devices in a femoral artery using the preclose technique prior to an abdominal aortic aneurysm procedure (aaa). Four proglide devices (different lot) were successfully pre-placed and the aaa procedure was completed. Hemostasis was achieved using the pre-placed proglide sutures. There was no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. It is unknown if the physician has been trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other three proglide devices referenced are being filed under separate medwatch MFR numbers.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. Two unused representative samples with the same lot number as the complaint device were returned for evaluation. Functional testing was performed and the devices passed with acceptable results. No malfunction or abnormal observations were detected. A root cause for the complaint device reported experience could not be determined, based on the investigation findings from the tested samples. Review of the device history record for this lot did not produce any findings relevant to this report.